Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A consumer in europe reported that her thermometer had allegedly given false negative readings on her 9 month old daughter. The device allegedly gave readings between 36.2°c and 36.8°c, and a fever of 38.6°c was later confirmed by a doctor. The patient was diagnosed with bronchiolitis and prescribed fever reducing medication. Kaz USA, inc. Has requested that the product be returned to our company for testing.